Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump had normal operating currents and powered up properly after battery insertion. The low reservoir functioned properly and no low reservoir alarm anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error and a low battery alert on the insulin pump. The customer's blood glucose was 174 mg/dl. The customer stated that while she took her sugars, the pump took a while to load and it gave her a low reservoir alarm. The customer stated that she received a button error while she changed out the battery. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.